Event description:
It was reported that the 9800 system had no image on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired and the image processor was repaired during the service call. The system was tested and found to be working as intended and put back into service.